Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this right atrial lead exhibited loss of capture and high out of range impedance measurements of greater than 2500 ohms. The physician went in to explant the lead and it was found to be fractured. The patient did suffer a previous non device related fall, and that was thought to have contributed to the fracture. There were several inappropriate mode switches found in the arrhythmia logbook as well. The device was explanted at the same time to avoid any future additional surgeries for this patient. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this right atrial lead exhibited loss of capture and high out of range impedance measurements of greater than 2500 ohms. The physician went in to explant the lead and it was found to be fractured. The patient did suffer a previous non device related fall, and that was thought to have contributed to the fracture. There were several inappropriate mode switches found in the arrhythmia logbook as well. The device was explanted at the same time to avoid any future additional surgeries for this patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.